Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 600 mg/dl. The customer addressed their bg with a manual injection. The customer continued using the pump for insulin therapy.